Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented asymptomatic for follow up. Four episodes of right ventricular noise reversion were noted starting in (B)(6) 2015 along with most recent (B)(6) 2016. The device was reprogrammed, the noise could not be reproduced during isometric testing. The patient's device and leads would continue to be monitored. No observations had been seen since this report dated (B)(6) 2016. No additional information was available.